Manufacturer narrative:
Zimvie complaint number (B)(4). H11: d10 - medical product - osseotite® tapered certain® prevail® implant 5/4 x 10mm catalog #: xiitp5410 lot #:2120037596.

Event description:
It was reported that once implant was placed, it needed to be hand torqued further. Hand wrench extension would not engage with implant. Implant backed out of site and seized. Another 5/4x10 was used to complete the procedure. Tooth number: 12.